Manufacturer narrative:
Concomitant products: product ID 8781, lot # 0206517350, product type catheter. (B)(4).

Event description:
It was reported that during pump preparation, the catheter access port was able to be ¿cleaned up¿ without a problem. After the proximal catheter was connected to the distal catheter, the catheter was ¿once¿ connected to the pump to confirm flowing-out of cerebrospinal (csf) fluid. Then a 24 gauge huber needle was inserted into the catheter access port (cap) and the syringe was pulled but csf couldn¿t be ¿flowed out at all.¿ the natural flowing of the csf was confirmed after the catheter was then removed from the pump. A syringe with saline was then inserted into the 24 gauge huber needle and some pressure was applied; saline did not flow out because ¿it seemed to be occluded.¿ it was later reported the health care provider (hcp) had difficulty creating the pump pocket. The hcp was advised that the pocket should be made from the center to the lower half of the pump in order to get the wound to come to the inlet for drug infusion. The hcp was informed per the surgical guide that the injection should be deep so that the pump didn¿t get in the way of the incision. The hcp, however, believed that could not be done and continued with his own method. It was noted ¿other than the pocket¿ the procedure progressed as per the surgical guide. It was reported that in the last stage of surgery, the 24 gauge huber needle appeared to be clogged and it was impossible to force any of the saline out. It was noted when the lumbar puncture had been completed, the sterilization nurse left because she was feeling ill and the surgery was continued without her. As a result, the surgery reportedly did not proceed efficiently and the surgery ended around 13:10.